Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-17083. The pt reported she has not used her scs sys in over a year due to uncomfortable stimulation. Subsequently, the pt would like the sys explanted and is to consult with a physician regarding surgical intervention.